Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states the device was explanted and replaced successfully. The patient condition was good prior during and after.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that the an alert for a long charge time had occurred. The patient was asymptomatic. A charge time out had occurred in june 2018. No therapies were delivered a manual capacitor maintenance the device reverted to bvvi. The device image failed to save and no status report printed. A device download failed twice. No additional information was available.

Manufacturer narrative:
Final analysis found the reported bvvi and extended charge time was confirmed in the laboratory via review of the device image and bench testing. The hv capacitors were sent to the manufacturing site for further evaluation and were found to be normal. The root cause of the extended charge time was determined to be an integrated circuit anomaly.